Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer reportedly experienced a loss of consciousness and the freestyle libre sensor did not product results due to a "replace sensor" message generated on the same day of sensor application. Customer experienced a migraine received third-party treatment of sugar water and paracetamol. There was no report of death or permanent injury associated with this event.